Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer stated that the alarm triggered based on how they were sitting or if the tubing was tucked/blocked in a certain way. The customer's blood glucose level was in the mid 300's (mg/dl) with ketones. It was noted that the customer would contact their healthcare provider for manual injections. Reportedly, the customer stated that their a1c went up a full point and considered it to be an injury and blamed the occlusion alarms. System check could not be performed with tandem technical support as an occlusion alarm was not occurring at the time of the report.